Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received a complaint sample. Bbaj investigation result: 1. Visual inspection: we confirmed that catheter tip was broken off. Beside no abnormality was found. 2. Dimensional check: length:1028mm (unused 1030mm) outer diameter 0.84mm (unused 0.84mm). 3. Breaking strength check: we checked breaking strength with no soft tip part of actual sample. Measurement value : 18.7n. Spec : >10n. 4. Review of manufacturing records. No abnormality was found. Defect due to wrong handling. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): breakage of catheter.